Manufacturer narrative:
This report was found to be a duplicate of a previously reported event under MFR. Report # 0002249697-2016-02467 / 0002249697-2016-02468. Investigation findings will be provided in a supplemental report under MFR. Report # 0002249697-2016-02467 / 0002249697-2016-02468 and any additional reports will be generated if needed.

Event description:
Sales rep reported a left hip revision.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a left hip revision.

Manufacturer narrative:
Additional information: brand name; product code; common device name; catalog #; lot #, expiration date; returned to manufacturer on; PMA/510(k) #; device manufacture date. Reported event: an event regarding revision surgery involving a trident liner was reported. The event was confirmed. Method and results: -device evaluation and results: visual inspection of the returned device was done and it was noted that scratches and dents were observed on the liner surface. Yellow discoloration was also observed on the inner surface of liner. Material analyst stated that burnishing, scratching and third body indentation observed on the insert consistent with common damage modes of uhmwpe. Explantation and yellow discoloration due to absorption of synovial fluid also observed on insert. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: it was reported that the patient's left hip was revised. The reason of revision was not specified. On the basis of visual inspection and material analysis, the investigation concludes that burnishing, scratching and third body indentation observed on the insert are consistent with common damage modes of uhmwpe. Explantation and yellow discoloration due to absorption of synovial fluid also observed on insert. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
Sales rep reported a left hip revision.